Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no adverse impact to the customer's blood glucose. Reportedly, the customer was sent replacement charging supplies and continued to use the pump for insulin therapy.